Event description:
It was reported that during implant of the pulse generator, the physician had difficulty inserting the atrial lead into the atrial header port. The lead was able to be inserted and the device was successfully implanted.

Manufacturer narrative:
(B)(4).